Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the pump case slipped off the customer¿s clothing multiple times and pulled out the infusion set. There was no impact to the customer¿s blood glucose.